Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: procode: additional device product codes: nkg. Device evaluated by MFR: a manufacturing record evaluation was performed for the finished device product code: 102024004s. Lot number: rl303431. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15/07/2022. Qty: 50. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the crossconn r2r 35 to 40mm had no cosmetic issues. The screw appears to have cold-welded to the connector pin. The superior articulating head of the right sub-assembly was returned, the rest of the components are missing. A dimensional inspection for the crossconn r2r 35 to 40mm was unable to be performed due to post manufacturing damage. A functional test was performed, a sample stardrive screwdriver was used in order to loosen the screw, it remained stuck with no possible rotation. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the crossconn r2r 35 to 40mm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent a posterior cervical fusion for cervical myelopathy. When the surgeon tried to loosen the screw of the cross connector, the screw was too hard and didn¿t move. The surgeon applied considerable force to loosen even one thread, and the screw loosened with about two threads of force. However, the lower part of the cross connector fell off at the same time. The surgery was completed successfully without any delay. Usually, the cross connector can be easily loosened. No further information is available. This report involves one symphony oct system crossconnector rod to rod 35 to 40mm. This is report 1 of 1 for pc-(B)(4).